Event description:
It was reported that the voyager balloon catheter was being used to treat a left anterior descending lesion. The voyager balloon catheter was not able to be inflated and was not able to be seen under the x-ray. Initially they thought they may not have prepped the balloon properly. So they took out the voyager and re-prepped the balloon per the IFU. It still did not inflate. They switched to a different size voyager (3.0 x 12) and it worked fine. Reportedly, there were no patient effects. No additional information was provided. This is being reported based on the analysis of the returned device which difficulties were experienced in deflating the device during functional testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right colectomy procedure, as usual the surgeon used the trocar, but he couldn't keep doing surgery because the trocar didn't hold gas well. He changed the trocar to a new trocar. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak failure, duckbill the analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.